Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited high thresholds and no capture. The lead had pulled back into the tricuspid valve and was sensing p waves. A new rv lead was placed and the existing lead was used for the atrial sensing. When a magnet was placed over the implantable pulse generator (ipg), no asynchronous pacing was noted. A new ipg was placed. No patient complications have been reported as a result of this event.